Event description:
The distal tip of the interference screw broke during insertion, resulting in a twenty minute delay. All visible fragments were removed from the pt. No pt injury or procedural complications were reported.